Event description:
Pt with history of cad, cardiomyopathy and ventricular tachycardia. ICD implant (B)(6) 2004, with generator changes (B)(6) 2005 and (B)(6) 2009. Noted to have st jude riata alert rv ICD lead. Office device check (B)(6) 2012, appeared to demonstrate appropriate device function. However, noted on pa/lat cxr to have obvious insulation breach of rv ICD lead. Pt brought for dft testing on (B)(6) 2012 and the device failed to sense vfib and required external cardioversion. He then completed system extraction at another facility on (B)(6) 2012.